Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient's scs ipg would no longer deliver therapy. Surgical intervention may take place to address the issue.